Event description:
The complainant had a cp support ongoing for a cardiogenic shock / acute myocardial infarction patient when the pump lost signal on the second day of support. The optical signal loss did not cause any harm or injury. The pump remained on for support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: imc logs confirmed that multiple placement signal not reliable alarm had occurred. There was also one occurrence of a controller error alarm (opm comm loss ¿ 1045). Following the set of errors, the optical bench was intentionally reset, which resolved the communication-related errors. Real time (rt) logs confirmed that immediately prior to the controller error alarm, the optical bench reported an oscillating contrast value far outside the normal range of contrast. Device analysis: console ic5307 was sent back to fs for further investigation. The issues were not able to be reproduced in the lab when running a known-good pump and purge system. A root cause was not determined, but it is known that an oscillating contrast is the result of no light output from the lamp on the optical bench. The cause of the intermittent optical bench communication-related alarms was not determined due to the inability to reproduce. ¿placement signal not reliable¿ alarms and controller error alarm were most likely caused by malfunction of the optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.